Event description:
It was reported that the following issue was observed on the device: "error 800.8000, software/os issue; leds for power cord and battery won't light up." Additional notes provided by the facility¿s clinical engineering support services include: "the leds not lighting up is an issue with the keypad. I replaced the unit's keypad with a new one and the issue was resolved.I could not get the unit to generate a 800.8000 error code, though I can see in the error log that one did occur. I turned the unit on and off 5 times without the code coming up. I also ran the unit through a 50 ml infusion, using lvp 741430, without any issues.I would guess that turning the unit off when the error first occurred is what resolved that issue." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had error 800.8000, software/os issue; leds for power cord and battery won't light up was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.